Event description:
It was reported that three alerts were triggered as this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Upon review of data, boston scientific technical services (ts) noticed that the general trend of shock impedance is stable ranging between 105 and 132 ohms and explained that the possible cause may be clinical related, as there are no peaks, noise or oversensing associated. Next steps and a troubleshooting guide were provided in order to assess lead integrity, including possible patient maneuvers, and performing a commanded high voltage shock. Reprogramming options were also recommended. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. The cause of the high out of range shock impedance measurements is unknown at this time. Evidence suggests that this lead remains in service.

Event description:
It was reported that three alerts were triggered as this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Upon review of data, boston scientific technical services (ts) noticed that the general trend of shock impedance is stable ranging between 105 and 132 ohms and explained that the possible cause may be clinical related, as there are no peaks, noise or oversensing associated. Next steps and a troubleshooting guide were provided in order to assess lead integrity, including possible patient maneuvers, and performing a commanded high voltage shock. Reprogramming options were also recommended. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported.